Event description:
The iab was inserted into the patient on 1/29/97 at 9:45 am. On 2/1/97 at 9:00 after iabp for 71.5 hours, the iab leaked. On 4/17/97, datascope was notified that iab would not be returned for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 2/3/97, 5/14/97. Patient's current status: expired - rpt'd 2/3, 5/14/97.